Event description:
It was reported that zimmer meshgraft ii unit does not mesh skin. Additional clinical follow up received on 09/27/2010 indicated that the surgeon was making the mesher work. There was no pt implications; graft was usable and no additional harvest.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.